Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv experienced separation and leakage. The following information was provided by the initial reporter: tubing leaking/coming apart.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv experienced separation and leakage. The following information was provided by the initial reporter: tubing leaking/coming apart.

Manufacturer narrative:
Investigation summary 2 infusion sets were received and tested by our quality team. The customer's complaint of separation was verified upon receipt as the tubing was separated below the blue clip that is to be inserted into the infusion pump. The tubing was closely inspected under microscope and the root cause has been determined to be a lack of solvent applied during the assembly of this set. The manufacturing team has been notified of this failure. A device history record review for model 2420-0500 lot number 22043243 was performed.